Manufacturer narrative:
(B)(4) the clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
This event is filed for single leaflet device attachment (slda). It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4+. The first clip (71110u109) was implanted without issue and a second clip was then advanced into the patient anatomy to treat a second jet. The second clip grasped the leaflet; however, the physician removed the clip from the leaflet to reposition. There was no interaction between the clips; however, it was noted that the first clip detached from the anterior leaflet, but remained attached to the posterior leaflet (slda). The second clip was then placed closer to the detached clip, to stabilize the clip and reduce mr. The second clip was deployed without issue. A third clip was then deployed and final mr was reduced to grade 1-2. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the complaint history did not indicate a lot-specific quality issue. All available information was investigated and a definitive cause for the single leaflet device attachment (slda) could not be determined. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacturing or labeling of the device.